Event description:
Customer reported receiving erratic readings on their precision xtra meter. Customer reported receiving readings of 252 mg/dl and 52 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into a "c" zone showing the difference in values to be clinically significant. The customer also reported he began feeling sick to his stomach and cold and self-treated with food to alleviate the symptoms. No third-party medical intervention was required. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.